Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device shocked the user during a training session while using a dummy. This report has been updated from a serious injury to a non adverse event as the event was not life-threatening. The user felt the shock go up the arm but no medical intervention/treatment was reported. A philips repair bench technician evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device shocked the user while training with a dummy. Additional information has been requested.